Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed pump error detected alarms were triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue at j6 connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error alarm. The customer¿s blood glucose was unknown at the time of incident. Notification light did not stop flashing immediately. Customer enter new battery and alarms clear. The insulin pump will be returned for analysis.